Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was powering off by itself. There were no reports of patient use associated with the reported issues.

Manufacturer narrative:
H6: ventec downloaded the device's electronic records (system logs) for analysis and was able to confirm that it had previously powered off by itself. Ventec also observed that this unexpected loss of power occurred on (B)(6) 2025. Therefore, section b3, date of event, has been updated from 2/4/2025 to 1/24/2025. Ventec further observed in the system logs that when the unexpected loss of power occurred, external power was not connected, its internal battery was depleted, but both external batteries were at 100% charge. The device was then evaluated by ventec where the reported issue of it powering off by itself could not be duplicated during testing. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.